Event description:
It was reported the patient had stopped using her scs system therapy for approximately 2.5 years. Consequently, the patient experienced pain again and recognized her device was not working anymore. The patient's scs ipg was replaced with a new one and stimulation therapy was restored.